Event description:
It was reported that following a cardiac catheterization, an angio-seal was selected for use in the right common femoral artery. Two to three days later, the physician brought the pt back to the cath lab when she developed right lower extremity ischemia. An angiography of the right lower extremity revealed a portion of the angio-seal device to be in the deep femoral artery. The device was retrieved, but the vascular surgeon was consulted when she developed tibial artery thromboembolism. The vascular surgeon took the pt to the operating room for right anterior tibial thromboembolectomy. The pt tolerated the procedure well and was transferred to the cardiovascular unit. The patient tolerated the procedure well and was discharged on (B)(6) 2010.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.